Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, due to the cartridge not having enough insulin remaining, the pump displayed a valid empty cartridge alarm. Bg level was addressed with a manual injection. Additionally, when attempting to resume insulin delivery, the customer received a minimum fill notification after filling the cartridge with 150 units of insulin. The customer's blood glucose level was 186 mg/dl. Reportedly, a supply change was performed successfully and insulin delivery was resumed.